Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06196. Additional information received identified surgical intervention took place during which the patient's scs leads were repositioned. Stimulation was turned on during the patient's postoperative appointment, and the issue has reportedly resolved.

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06196. It was reported the patient's scs leads migrated. X-rays confirmed lead migration. Surgical intervention is planned for a later date to address the issue.